Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a system implant. On post-operation interrogation on following day to the surgery, it was noted that atrial lead had dislodged. The physician attempted to reposition lead, but it was not successful and the helix exhibited failure to retract. A new lead was used to complete the procedure. The patient was stable.